Event description:
Complainant alleged that during a routine shift check by a clinician, when powered on, the device display glows in the bottom left corner and the displayed characters disappear. The complainant indicated that there was no patient involvement in the reported failure.